Event description:
During procedure, flow rate of sweep unintentionally and automatically changed when fio2 was decreased from 100%. There was no patient harm.

Manufacturer narrative:
During investigation, it was discovered the gas circuit board was not working correctly; however, the components in the circuit seemed to be working appropriately. It is assumed the malfunction occurred due to inaccurate signal generated from a chip on the circuit board. The board was replaced and the issue was resolved.